Event description:
Conmed japan reported on behalf of a customer that the as-ifs1, airseal ifs, 120v device was used in a robotic-assisted laparoscopic pyeloplasty procedure on (B)(6) 2025, and ¿the power suddenly went down during the surgery and I couldn't get it to stand up¿. The procedure was completed with the use of an unknown alternate device. Further assessment found that "pneumo was suddenly loss because of the breaker tripped." Instruments were removed to prevent injury to the patient. There was a delay of "about 5 minutes late because of air seal exchanged¿. There was no injury, medical/surgical intervention or extended hospitalization required for the patient or user, and the patient's current condition is "fine". This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event can not be verified. The service history was reviewed, and no data was found. A device history record (DHR) review was requested from the manufacturer, and no indication of abnormalities was communicated. A two-year review of complaint history revealed there has been a total of (B)(4) reports, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that the power connection must be equipped with a grounding contact. Use the original power cable (if included in scope of delivery) to establish a connection between the mains wall socket and the non-heating device plug located in the rear of the device. Check to make sure the main power supply cable is properly connected to the power supply input and to a safety socket and the house power supply fuse is functioning. The quality of the supply voltage should be the same as the voltage of a typical business or hospital environment. If the user/operator of the device requires continuation of functionality after power interruptions/disruptions, it is recommended to supply the device with power from an uninterruptible power supply or battery. We will continue to monitor per regulatory requirements to help ensure patient safety.